Event description:
The patient was undergoing a coil embolization procedure in a carotid artery aneurysm using a penumbra coil 400. During the procedure while advancing the eleventh coil into the aneurysm, the physician experienced difficulty. The physician then attempted to retract the coil into the microcatheter; however, some resistance was met. More force was used which caused the coil to unintentionally detach. A snare device was required to remove the coil. While removing the coil, portion of the coil mass inside the aneurysm was pulled into the internal carotid artery resulting in a partial blockage of blood flow to the brain. A few days following the procedure the patient experienced a stroke and expired.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.